Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had unstable rotation speed. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the device had unstable rotation speed and was difficult to insert. The procedure was completed with another of the same device. No patient complications were reported.